Event description:
It was reported that the x-rays showed that one blocker has loosened post-operatively. Revision surgery has not been performed as of the date of this report. Additional information has been requested and any relevant information will be provided upon receipt.